Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to mesh erosion and mesh removal on (B)(6) 2011 due to pain and infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, the avaulta plus anterior support system and the avaulta plus posterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, and an excisional hemorrhoidal tag, due to symptomatic cystocele, rectocele, and stress urinary incontinence.